Manufacturer narrative:
Block e1: phone number: (B)(6) block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that there was evidence tripwire that the trip wire was secured in the handle assembly slot when received. It was also noted that the trip wire was bent and was returned cut; it was inspected under high magnification and marks were observed, suggesting that likely a mechanical tool was used to cut the component. Further analysis noted that the evidence of trip wire cut was likely to separate the device from the scope. This condition is not considered as an issue of the device. The suture was intact and was attached to the trip wire loop. It was possible to observe that the ligator head was returned with six bands attached, however, the bands were moved out of their original positions with some bands were caught under the other bands, confirming the deployment failure that was reported. Additionally, some of the ligator head teeth were damaged while the suture hole was in good condition, and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage was observed to the handle assembly and no other issues with the device were noted. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used around the anorectal dentate line during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the band was about to be deployed; however, it was trapped at the ligator cap and would not deploy inside the patient. It was also noted that the device would also not deploy when attempted outside the patient. The procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Phone number: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used around the anorectal dentate line during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band was about to be deployed; however, it was trapped at the ligator cap and would not deploy inside the patient. It was also noted that the device would also not deploy when attempted outside the patient. The procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.